Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d), was found to have a pace impedance measurement greater than 3000 ohms. During the revision procedure, the following day, the lead was not tested by a pacing system analyzer. The lead was removed and replaced and was thought to be damaged. It was unknown if the lead damage was confirmed. This crt-d was removed and upgraded. No additional adverse patient effects were reported.